Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device electrical control unit was damaged, and would not run. There was cosmetic damage, and the motor was worn. The device would not run, and there was component damage. It was further determined that the device failed pretest for general condition, check function of device, and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. The reporter¿s phone number was not provided. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery reamer/drill device did not work. It was further reported that the device started turning slower, and then it stopped turning. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.